Event description:
A bayer sales representative stated that she received out of range control test results while performing a contour meter demonstration. The out of range results were 241 and 40 mg/dl. The normal control range for the test strips was 100-139 mg/dl. The sales representative used the last of the test strips during the demonstration, so no product will be returned for evaluation.